Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 590 mg/dl; cause was unknown. Customer delivered a manual injection to address the elevated bg, but did not provide any information regarding treatment at the ER. Customer was discharged later the same day with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.